Event description:
Customer attempted to bring down their acuity central station to change an uninterruptible power supply (ups). The acuity system froze. Welch allyn tech support was unable to assist the customer in restoring it to operation. Ultimately, tech support asked the customer to hard boot the cpu by removing and then restoring power. The reboot, restored operation. Nonetheless, the customer lost the ability to monitor centrally patients connected to the acuity system until the system came back up. Tech support facilitated the customer returning the cpu for check up and evaluation.

Manufacturer narrative:
We have received the device, but we need more time to complete the investigation.